Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 06/26/2020. Additional h-3 summary: it was reported performance breakage of suture post-op. A picture was received for analysis. Upon visual inspection of a picture, a bag with three remnant that appear to be sutures pieces could be observed. Due to the picture is not clear and further evaluation could not be performed. The manufacturing records couldn¿t be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Was the suture reprocessed (ie. Re-sterilized) before use? What tissue dehisced? Could you please clarify what it means ¿suture was powdered or breakage¿? Was there any precipitating stress factor for the post-op suture breakage? How much of ¿blood fluid ¿accumulation was present in this wound? What is physician¿s opinion as to the etiology of or contributing factors to these events? Other relevant patient history/concomitant medications? What is the patient current status after the re-operation? Were all symptoms resolved? Product lot number? Will be any unopened samples returned for evaluation?

Event description:
It was reported that the patient underwent a left knee replacement surgery on (B)(6) 2020 and the suture was used. It was reported that the patient experienced post-op pain on (B)(6) 2020. Post-op inflammation occurred. Re-operation was performed, and a large amount of blood fluid was found during the puncture. Also, the deep wound dehiscence was found, and the suture was powdered or breakage. Another device was used to over-suture. The doctor opined that it is due to early absorption of suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/16/2020. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure? --unk. On what tissue was the suture used? --articular capsule. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? --unk. How was the suture placed, interrupted or continuous? --unk. How was the suture tied (square knot or multiple knots one end)? --unk. Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? --unk. Was the suture reprocessed (ie. Re-sterilized) before use? --unk. What tissue dehisced? --please refer to event. Could you please clarify what it means ¿suture was powdered or breakage¿? --suture breakage. Was there any precipitating stress factor for the post-op suture breakage? --unk. How much of ¿blood fluid ¿accumulation was present in this wound? --unk. What is physician¿s opinion as to the etiology of or contributing factors to these events? --unk. Other relevant patient history/concomitant medications? --unk. What is the patient current status after the re-operation? Were all symptoms resolved? --discharged from hospital. Product lot number? --unk. Will be any unopened samples returned for the evaluation? --unk.